Event description:
The customer reported that they had a patient come into e.r. By ambulance in need of medical care. The patient was being combative and resisting medical care so they put the patient in a 4 point restraint. They reported that the patient was very thin in body size. They put the wrist cuffs on at the 4th or 5th hole and somehow the patient managed to remove their wrist from one of the cuffs. They didn't indicate that the cuff was damaged. There was no patient or personnel injury.

Manufacturer narrative:
(B) (4). (B) (4).